Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level was 23 mg/dl. The customer treated low blood glucose with carbohydrates. The customer's current blood glucose value is 110 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The product will not be returned for analysis.